Event description:
In 2008, a clinical incident involving two perc dc wands was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of one of the two perc dc wands detached and remained in the patient's cervical disc at c6/c7. During the same procedure, the tip of the second perc dc wand detached and remained in the patient's cervical disc at c5/c6. It was reported, the patient has no reported complications and no additional treatment is required.

Manufacturer narrative:
Awaiting further information from the user facility to complete the investigation. There were two perc dc wand devices used in the same procedure in which the tips of both wands detached and remained in the patient. The second device is filed under medwatch 2951580-2008-00074.